Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2017-06290. It was reported that the patient experienced ineffective therapy due to invalid impedances and auto reducing. Reprogramming was attempted but was only able to achieve partial coverage. As a result surgical intervention may be pending.

Event description:
Device 2 of 2, reference MFR report: 1627487-2017-1627487-2017-06290. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their leads replaced. Issue has been resolved.